Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran with the safety mode engaged. The burr lock mechanism assembly was disassembled and the following components for the lock tabs were found to be worn out (pawls, driven pawls shaft, lock cylinder, pawl release, seal pack, ball bearings). The assignable root cause was determined to be due to various worn mechanical and motor components and seal deterioration from normal wear out over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the motor device did not rotate when the foot pedal device was activated. During in-house engineering evaluation, it was observed that the burr locking mechanism assembly was worn and not functioning and the device ran with the safety engaged. This event was not in relation to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.